Manufacturer narrative:
Device returned to manufacturer: the wolverine coronary cutting balloon was returned and analysis was completed. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 220mm distal of the strain relief. The hypotube was also noted to be severely kinked on both sections. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed lesion. The 10mm x 2.75mm wolverine coronary cutting balloon was inflated one time for five seconds. It was then noted as being difficult to remove. It was discovered that the shaft had separated approximately 20cm distal of the hub. The separation occurred on the proximal end of the shaft, outside of the patient. The physician indicated that the issue was caused by the lesion. The physician held onto the separated section and pulled out the device. The procedure was completed with a different device without further issue or patient injury.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed lesion. The 10mm x 2.75mm wolverine coronary cutting balloon was inflated one time for five seconds. It was then noted as being difficult to remove. It was discovered that the shaft had separated approximately 20cm distal of the hub. The separation occurred on the proximal end of the shaft, outside of the patient. The physician indicated that the issue was caused by the lesion. The physician held onto the separated section and pulled out the device. The procedure was completed with a different device without further issue or patient injury.